Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen5166 showed no other similar product complaint(s) from this lot number. .

Event description:
It was reported the patient came into cancer centre for pump removal and dressing change. On arrival patient stated that on friday the nurses had trouble putting flush through the line but eventually got the flush through, once putting the flush through the line the patient stated that he noticed a drop of wetness on his t-shirt and wetness on his arm but he stated that the nurses thought this was condensation from having a shower as the line was not obviously leaking when they put the flush through. After taking the patients empty pump off today nurse began to remove the dressing and noticed a white chalky powder on his arm around the PICC line site nurse and the patient wasn't sure if this was from the treatment or the dressing from it getting moist in the shower, nurse then began to put the flush through the line where we noticed the line was leaking from the entrance sight. The patients arm was not red or sore and the arm did not look like it was affected from the white powder. Details of injury (to patient, carer or healthcare professional): none action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) "I informed the senior sister in charge as soon as I noticed that the line was leaking, she then observed the line leaking where she then removed the PICC line. Senior sister sent line of for investigation, and arranged for the pt to have a new line fitted. Data added 11/11/2020 line was fitted 13/08/2020 no issues when inserted. Lot reen5166 ref 2194108 length 45cms external length 5cms internal 40cms."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A split was observed at the 8cm depth marking. The split occurred within a permanent kink impression. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed a dully granular fracture surface. Material wear, buckling and discoloration were observed in the vicinity of the split. The split characteristics and permanent kink impression were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which placement, usage and mechanical factors may gradually form a crack(s) in the catheter. The location of the damage suggested that catheter securement and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the patient came into cancer centre for pump removal and dressing change. On arrival patient stated that on friday the nurses had trouble putting flush through the line but eventually got the flush through, once putting the flush through the line the patient stated that he noticed a drop of wetness on his t-shirt and wetness on his arm but he stated that the nurses thought this was condensation from having a shower as the line was not obviously leaking when they put the flush through. After taking the patients empty pump off today nurse began to remove the dressing and noticed a white chalky powder on his arm around the PICC line site nurse and the patient wasn't sure if this was from the treatment or the dressing from it getting moist in the shower, nurse then began to put the flush through the line where we noticed the line was leaking from the entrance sight. The patients arm was not red or sore and the arm did not look like it was affected from the white powder. Details of injury (to patient, carer or healthcare professional): none action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) "I informed the senior sister in charge as soon as I noticed that the line was leaking, she then observed the line leaking where she then removed the PICC line. Senior sister sent line of for investigation, and arranged for the pt to have a new line fitted. Data added (B)(6) 2020 line was fitted (B)(6) 2020 no issues when inserted. Lot reen5166 ref 2194108 length 45cms external length 5cms internal 40cms."